Manufacturer narrative:
The referenced elevated ldh and pump exchange was reported under medwatch MFR report #2916596-2017-03367. (B)(4). User facility report number: (B)(4). Approximate age of device ¿ 2 years and 9 months. The user facility report #(B)(4)is attached to this submission. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an infection at the driveline exit site that required a debridement on an unspecified date not previously reported to the manufacturer. The infection then produced drainage and culture was positive for group b streptococcus (gbs). Another debridement occurred on (B)(6) 2017. A user facility medwatch was received that states: patient presented to clinic on (B)(6) 2017 for routine visit. She had complaints of pain in the right chest when she bends or lifts and described it as a shooting pain that did not radiate. She reported feeling more tired and short of breath the past few days and not sleeping well. She had a remote debridement for a driveline infection previously and has had hypertrophic granulation tissue that started draining thick, yellow drainage over the weekend and reported pain at that site. Her ldh had gone from 300''s to over 995 in the past month. Her inr had been therapeutic with 1.9 the lowest in several months. She was admitted and started on a heparin drip. An echo, cta of the chest, abdomen and pelvis were done along with blood cultures and antibiotics were initiated. The echo revealed adequate lv decompression, and adequate pump function. The cta showed no evidence of occlusion of the grafts. On (B)(6) 2017, the patient''s driveline wound was cultured. The next day it was positive for gps and patient reported brown urine. On (B)(6) 2017 it was decided to take the patient back to the or for a pump exchange due to the fact that the ldh continued to keep trending upward despite the heparin gtt. The driveline was repositioned in the or and the previous site was debrided.